Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained thyroid-stimulating hormone (tsh) results above the normal reference range for two (2) patients' samples. The tsh results were generated by the unicel dxc 600i synchron access clinical system. Upon repeat, one patient's sample recovered within the normal reference range. It is unknown if the sample of the 2nd patient was retested. The patient results were not reported out of the laboratory. There was no report of death, injury, or change to patient treatment in association with this event.

Manufacturer narrative:
Sample collection and centrifugation information was not supplied. Per customer provided data, a passing tsh calibration was performed on (B)(4) 2011. A passing system check was performed on (B)(4) 2011. Three (3) levels of tsh qc were within customer's established ranges prior to the event. Per cf event description, the system was displaying "wash valve/pump motion errors". A field service engineer (fse) was dispatched on (B)(4) 2011. The fse found the set pin on the wash valve rotor was loose, and replaced the rotor. The fse discovered the wash carousel temperature was out of specifications, and replaced the wash carousel heater pads. The fse ran all checks and the instrument is performing to specifications. Although hardware issues were addressed, no definitive root cause could be determined for this event.